Event description:
On (B)(6) 2013, the reporter contacted lifescan (B)(4), alleging error 1. The reporter alleged meter was washed about 8 months ago and now only gives error 1 when powered on, as well as with reset battery. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.